Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight loss poor ("weight just doesnt come off like it used to"), obesity ("bmi says I'm obese"), rheumatoid arthritis ("ra"), systemic lupus erythematosus ("lupus"), sjogren's syndrome ("sjogren's"), fibromyalgia ("fibro") and muscle disorder ("muscle deterioration"). The patient was treated with surgery (hysterectomy, d and c). Essure was removed. At the time of the report, the medical device removal, weight loss poor, obesity, rheumatoid arthritis, systemic lupus erythematosus, sjogren's syndrome, fibromyalgia and muscle disorder outcome was unknown. The reporter considered fibromyalgia, medical device removal, muscle disorder, obesity, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight loss poor ("weight just doesnt come off like it used to"), obesity ("bmi says I'm obese"), rheumatoid arthritis ("ra"), systemic lupus erythematosus ("lupus"), sjogren's syndrome ("sjogren's"), fibromyalgia ("fibro") and muscle disorder ("muscle deterioration"). Essure treatment was not changed. At the time of the report, the medical device removal, weight loss poor, obesity, rheumatoid arthritis, systemic lupus erythematosus, sjogren's syndrome, fibromyalgia and muscle disorder outcome was unknown. The reporter considered fibromyalgia, medical device removal, muscle disorder, obesity, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Case becomes an incident. New event added: medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.